Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella 5.5 (B)(6)+ purge cassete + introducer returned for evaluation. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Pump stop: clinical reported motor current high pump stop immediately upon activation. The data logs confirm pump stop alarms and show #13 motor current high alarms with failed restart attempts. There was also an alarm #115 pump stop for rpm deviations. Clinical reported guidewire and red lumen were removed from pump before it was started. The pump was returned with j-wire through the cannula with the pump stuck in the 14fr sheath. There was also damage to the catheter at about 32cm mark. The lines were exposed and purge line was damaged. The pump passed electrical testing. There was small biomaterial on the impeller and it is likely some biomaterial was dislodged with the j-wire interaction. The pump was soaked and run and the pump stop did not reproduce. The cause of the pump stop was not determined as no defects were found with the pump, no conclusive causes from data log analysis were observed and limited clinical information was provided. Device interaction or damage by another device: clinical reported interaction of the impella cp with the lying j wire in the aorta prevented the removal of the j wire before removing the impella cp. The pump and j wire were pulled back to just before the 14 fr. Sheath. The sheath and pump were then removed together from the site. The pump was returned with j-wire through the cannula with the pump stuck in the 14fr sheath. There was also damage to the catheter at about 32cm mark. No patient anatomy issues were mentioned. The cause of the issue with the interaction of the impella cp with the lying j wire in the aorta was determined to be use-related as issue occurred after pump pulled back from ventricle with no patient anatomy issues noted or product related issues. Device history lot: device lot number: 1982367. Device history batch: subcomponent lot: n/a device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was in cardiogenic shock and received a moderate low-dose of noradrenaline IV infusion for hemodynamic support and underwent diagnostic cardiac catheterization. After a left main coronary artery stenosis was diagnosed in the diagnostic coronary angiography, the decision was made to proceed with impella support. The pump was advanced into the left ventricle. After uneventful positioning and implantation, the pump immediately stopped upon initiation of support with the error message "motor current too high." A second wire was inserted with the 14 fr. Sheath for single access and to better verify the impella position. Repeated attempts to restart the pump remained unsuccessful with the same error message, despite exchanging the automated impella controller. The pump was withdrawn back into the aorta. Interaction of the impella cp with the j wire in the aorta prevented the removal of the j wire before removing the impella cp. The pump and j wire were pulled back to just before the 14 fr. Sheath. The sheath and pump were then removed together from the site, and the puncture site was closed with a preclosure proglide system. The decision was made to proceed with the intervention without impella support due to the patient's worsening hemodynamic condition. It was reported that the patient later expired during the intervention.

Manufacturer narrative:
A4 is unknown. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.